Event description:
Procedure: colectomy. According to the reporter: at the third firing a doctor found it impossible to fire at all. The cartridge indicator lamp on the idrive was lit. After resetting the cartridge on the device, the indicator lamp remained lit. Another sulu was loaded onto the same device. No problem in indicator lamp was confirmed and it could fire normally to complete the case. Operating time was extended less than 30 min. No patient harm. The patient current status is reported as good. No additional tissue resection, no tissue damage, nothing fell into the cavity, no bleeding, no info of product ID, catalog type, and lot# of handle device is available for the moment.

Manufacturer narrative:
(B)(4).